Event description:
It was reported by service report that the cub crib had broken plastic on the side rail and there were sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Sharp edges on broken gate covers and handle guards.